Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there does not appear to be any pipeline device issue during use. The event occurred in the patient post procedure and its cause is unknown. Ruptured aneurysm is a known potential complication and is documented in the pipeline embolization device instruction for use. (B)(4).

Event description:
Medtronic (covidien) received report that a patient experienced a delayed aneurysm rupture and passed away eighteen days after receiving a pipeline implant. The patient had a large aneurysm in the hypophyseal segment of the left internal carotid (ica). The pipeline was implanted without issue. The pipeline fully covered the aneurysm neck without impacting other branches. Immediate angiography results showed the pipeline was well apposed and there was no complications. The patient awoke from anesthesia and showed no complications post-procedure. Eighteen days post-procedure, the patient's condition abruptly worsened due to a delayed aneurysm rupture. The patient died the following day in the intensive care unit. The physician assessed that this event was not related to the device. The pipeline lot number was not provided.